Event description:
The customer requested to have the device upgraded due to the qrs complex being ¿clipped¿ at 187mmhg when doing ffr (fractional flow reserve). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.